Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a regulatory authority (case # (B)(4)) in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. She took ibuprofen 5 minutes before procedure. Physician could not get coil into the tube after numerous times and a lot of pain finally placed it an hour later. She was fine for about 2 years then she started to develop symptoms of fatigue, slowly getting abdominal pain that was unexplained, cysts on ovaries that would grow the size of grapefruits and rupture, heavy bleeding during menstrual cycle all which were unexplained. Then 3 years ago in 2013, she started experiencing severe stabbing pain in right and left upper sides, severe pelvic pain, hair loss, she could not sit down without severe pain, metallic taste in mouth, joint pain, migraines, loss of concentration, painful intercourse, painful urination, nausea, dizziness, bad smell in nose and much more. Tests were performed including blood work ups, exploratory laparoscopy for endometriosis, CT scans of the abdomen, abdominal ultrasound, pelvic ultrasound, and endoscopy. She was treated for sinus infection when there was no infection present to get rid of smell in the nose but never went away still suffering from all symptoms. She has a surgery scheduled for removal of essure device just tubes and device on (B)(6). Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2008. Two years post insertion; she reported the following serious adverse events amongst other non-serious events: abdominal and pelvic pain, ovarian cysts rupture. Ovarian cyst is unlisted event according to essure reference safety information. Given device local action in the fallopian tubes, this event is unlikely related to essure. Abdominal and pelvic pain may occur during device therapy (both events are listed). Considering the positive temporal relationship and lack of plausible alternative explanation, both are considered related to essure. This case is regarded as incident since a surgical intervention will be required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 23-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1551, awareness date 23-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported she removed essure with bilateral salpingectomy in (B)(6) 2015 due to complications from essure. She had perfect placement of left coil during procedure however the right coil the implanting doctor kept retrying over and over again then successfully placing she was fine with some discomfort for a while had followed up hysterosalpingogram to confirm that rubes were indeed blocked however after 2 years started having unknown problems, mood changes and hemorrhagic cyst in her ovaries. She visited a lot of doctors and they had exploratory laparoscopy to look for anything, numerous scans, x-rays blood work endoscopy all with no findings the only thing that was left was her essure and none of these doctors would even acknowledge the essure as the cause because no one knew how to remove them safely. Since having them removed she no longer have the sharp stabbing pains she had with essure she still had symptoms as she was still in the healing process she did have them for a very long time but with all the lack of long term data. She herself will just have to wait and see her coils did migrate out from a grade 2 to a grade 3 on the left and partially on the right to where it was only in the fallopian tube and in the uterine muscle wall and still all the doctors told her she was fine and nothing was wrong and she could not bend over or extend her body to reach a high shelf. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2008. Two years post insertion; she reported the following serious adverse events amongst other non-serious events: abdominal and severe pelvic pain, started having cysts on her ovaries that would grow the size of grapefrutis and rupture, hemorrhagic. She had essure removed with bilateral salpingectomy. Ovarian cyst ruptured and hemorrhagic ovarian cyst are unlisted events according to essure reference safety information. Given device local action in the fallopian tubes, these events are unlikely related to essure. Abdominal and severe pelvic pain may occur during device therapy (both events are listed). Considering the positive temporal relationship and lack of plausible alternative explanation, both are considered related to essure. This case is regarded as incident since a surgical intervention was performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.